Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the submucosa of gastric fundus during a sclerosis of gastric varices procedure for varicose veins performed on (B)(6) 2025. During the procedure, it was observed that the ligation bands became entangled and adhered to one another, making them unable to be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 18,2025. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a esophageal varicose vein ligation procedure for the treatment of esophageal varices performed on (B)(6) 2025.

Manufacturer narrative:
Block e1: initial reporter address 1 and initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the slack was taken up and the trip wire was secured to the post. The ligator housing was not returned for analysis. Media analysis was performed, and it was observed that the bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was observed during media analysis that the bands overlapped. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly and also getting them overlapped. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the submucosa of gastric fundus during a sclerosis of gastric varices procedure for varicose veins performed on (B)(6) 2025. During the procedure, it was observed that the ligation bands became entangled and adhered to one another, making them unable to be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the submucosa of gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
E1: initial reporter address 1 and initial reporter address 2: (B)(6). Initial reporter city: (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the submucosa of gastric fundus during a sclerosis of gastric varices procedure for varicose veins performed on (B)(6) 2025. During the procedure, it was observed that the ligation bands became entangled and adhered to one another, making them unable to be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 18,2025. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a esophageal varicose vein ligation procedure for the treatment of esophageal varices performed on (B)(6) 2025.

Manufacturer narrative:
Block e1: initial reporter address 1 and initial reporter address 2: (B)(6). Initial reporter city: (B)(6). Block h2 (additional information): block b5, and block h6 (device codes) have been updated based on the additional information received on july 18, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.